Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for item: 314.743, lot: 9895470: rec'd qty: 93, rec'd date: 29 feb 2016, manufacturer: criterion tool & die, inc. With inspection & packaging in monument: required inspections were performed and passed per certificate of compliance provided by criterion certifying that product was manufactured to the material and customer and/or industry specifications indicated on the drawing and purchase order. There were no ncs or reworks noted within the DHR. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the device (part # 314.743, lot # 9895470) was received at us cq with one medial break in the drive shaft and missing a fragment which likely was suctioned away. No new issues were identified with the remaining portions of the device, the distal tip was fully intact. The broken device agrees with the complaint description and the complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture 29 feb 2016 the relevant drawings, reflecting the current and manufactured revision, were reviewed. Conclusion: the complaint condition is confirmed as the device (part # 314.743, lot #9895470) was received with a broken shaft. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Additional device product code: hrx. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the flexible shaft broke in different points during surgery. No adverse event to the patient reported. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.